Event description:
The customer reported that, during preparation for use, there was foreign material in the suction channel. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The subject device was not used. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the channel tube was clogged with foreign material that could not be removed by reprocessing. In addition, the connecting tube was crumpled and discolored, water flow was insufficient due to damage to the channel, there were liquid leaks due to perforation of the channel and damage to the suction cylinder, forceps could not be inserted due to clogging of the channel, angulation in the up direction was out of standard due to wear of the angle wire, the gap of the up/down knob was out of standard due to wear of the angle wire, the image was not clear due to poor condition of the light guide bundle, and the adhesive on the bending section cover was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received confirming that the customer reported a syringe was stuck in the suction channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the endo therapy accessory got caught in the channel tube (ch-tube) during the user's handling. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the instrument channel.¿ ¿be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility.¿ olympus will continue to monitor field performance for this device.